Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs pro meter serial number unknown. At 10:49 am, the meter result was 1.2 inr. At 11:02 am, the meter result was 3.5 inr. The patient's therapeutic range was not provided.